Event description:
Pt accidentally entered a large dose and pt was hospitalized in the ICU for 24 hours because of low blood sugar. He became unconscious and had seizures. Paramedics were called but their meter only read "l" for low. According to reporter, the pump should not have allowed pt to program for that large of a dose. Pt has recovered but is still tired. Reporter is concerned about possible brain injury because of the low blood sugar. Manufacturer has been made aware and is sending a new pump.